Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the patient was prescribed magnesium sulfate to be administered at a rate of 4 grams over a duration of 4 hours. The infusion was established as a primary infusion using portless tubing, with a bag volume of 118 as specified by the pharmacy. The infusion was scheduled to run for 4 hours. However, the bag was observed to be empty 41 minutes prior to the expected completion of the infusion.